Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has developed "extreme pain and limited physical movement; it hurts to move. Product didn't work, trouble walking, contact pain, pain like a toothache all the time. [Patient] is in worse shape now than before surgery. [Patient] can't walk long distances without help, swelling from surgery. (Feet, stomach, kidneys, liver). Long hospital stay (14 days). This is second surgery. Lower back problems. Sore at all times. Damaged nerves in [patient's] back. [Patient] legs shake uncontrollably at times; this didn't happen before surgery. Disability and permanent damage."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with stenosis and underwent transforaminal lumbar interbody fusion(tlif) at l4-5, posterior spine fusion at l3-5 in which rhbmp2/acs was used.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.